Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-15818. Related manufacturer reference number: 2017865-2020-15820. It was reported that the patient developed twiddler's syndrome. The right atrial and right ventricular lead dislodged and were not functional. The leads were explanted and replaced and the pacemaker was reused. The patient was stable post procedure.